Event description:
Caller reported a rapid drop of 25% in the battery charge. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.